Event description:
Ams (original manufacturer) has become aware of a defect on primary packaging pouches of biatian alginate, in which minor missing patches of polyethylene have been detected. The defect on these pouches could compromise the device¿s ability to maintain a sterile barrier. In addition, patches of burnt or cracked polyethylene have been identified on the inside face of the primary packaging. A device with compromised sterility carries a worst-case potential harm to cause a major infection to the patient. The marks of burnt lacquer on the inside face of the pouch are highly detectable by the end user. The areas of the pouch that contain missing patches of lacquer can be readily detected with guidance. The areas that the polymer application phase did not fully coat the surface can be seen by the presence of a matte finish, as opposed to the expected high gloss finish. Ams has determined that any potentially affected product in the market presents a low probability of risk to a patient¿s health. To date there have been no complaints or adverse events reported associated with this defect. A recall has been conducted. According to the available information, this complaint concerns an end user who used this product for 8 months and his wound did not heal during the time and doctor had to amputate a part of his leg. This incident occurred post recall. No further information is available at this time.